Event description:
It was reported that the patient's right hip was revised due to stem subsidence. A stem, head and liner were revised to a restoration modular stem construct with a new head and mdm liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown insignia stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "no clinical or pmh, no patient demographics, no operative reports, no examination of explanted components, no dated serial x-rays. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. " product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.